Manufacturer narrative:
(B)(4). Additional information received: this account is investigating the contributing factors to the hemostasis issues reported. The two surgeons do about 85% gastric bypasses and 15% sleeve gastrectomies. Their current protocol includes 20 mg of lovenox both pre and post-operatively. The sales rep noted that there used to be a dedicated anesthesiologist and now the account is using rotating nurse anesthetists. The sales rep stated that in some of the cases that she had attended, the patient was bleeding from the first trocar incision through the entire procedure, which indicated that patient factors could be contributing to the staple line bleeding versus a device issue. Additionally, there have not been any issues with staple formation; the staples have consistently had good b-formation and many were initially dry. Bleeding along the staple line often occurred approximately 1.5 hours later in the procedure and was managed with clips. For gastric bypass procedures, one surgeon uses blue cartridges on the pouch and the other uses a green cartridge for the first firing of the pouch followed by blues. They both use a combination of green and blue for sleeve cases. They do not use buttressing, nor do they reinforce the staple lines with suture. In the past, the surgeons were using long60a with gst cartridges and have switched to using plee60a with gst cartridges. However, in the last week or so, they have switched back to using ecr cartridges.

Event description:
It was reported that during an unspecified bariatric procedure there was oozing and possibly bleeding at the staple lines. This could have occurred right after firing the stapler or later during the procedure after the staple lines were initially dry. It was unknown if there was a post-op bleed. The staple lines were not reinforced with either buttressing material or suture. No additional details were available at the time of the call. The customer was using blue, green, and white gst reloads. There was no specific firing of the device involved. It was unknown how much blood was lost or if a transfusion was required. The patient required a reoperation to control bleeding.

Manufacturer narrative:
(B)(4). Additional information received. The surgeons moved from gst to ecr blue and green and are happy with the results and feel this change solved the problem. Another sales rep¿s surgeon does not use lovenox but heparin instead. He also tries to keep the patient¿s bp below 135 during the case and went to a tighter load in some areas (green to gold and blue to white on bowel).